Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6)-year-old female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), memory impairment ("memory disorders") and disturbance in attention ("concentration disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, asthenia, arthralgia, myalgia, memory impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, disturbance in attention, memory impairment, menorrhagia and myalgia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-mar-2018 for the following meddra pt (excluding this case): menorrhagia: (B)(6) cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 08-mar-2018. The most recent information was received on 03-apr-2018. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menorrhagia") in a 48-year-old female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), memory impairment ("memory disorders") and disturbance in attention ("concentration disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, asthenia, arthralgia, myalgia, memory impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, disturbance in attention, memory impairment, menorrhagia and myalgia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 04-apr-2018 for the following meddra pt (excluding this case): menorrhagia: 802 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1804268) on 08-mar-2018. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menorrhagia") and allergy to metals ("nickel, chromium and titanium allergy") in a 48-year-old female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia on (B)(6) 2013. She denied medical history of known allergy. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), memory impairment ("memory disorders"), disturbance in attention ("concentration disorders"), uterine leiomyoma ("uterine fibromas") and lymphocytic infiltration ("slight lymphocytes inflammatory infiltration in tubes"). The patient was treated with surgery (essure removal) and surgery (essure removed via total hysterectomy with bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, allergy to metals, uterine leiomyoma and lymphocytic infiltration outcome was unknown, the asthenia, arthralgia, myalgia and disturbance in attention had resolved and the memory impairment was resolving. The reporter considered allergy to metals, arthralgia, asthenia, disturbance in attention, lymphocytic infiltration, memory impairment, menorrhagia, myalgia and uterine leiomyoma to be related to essure. The reporter commented: it was considered that the essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Allergy test - on an unknown date: negative in (B)(6) 2014, 3-month confirmatory test: satisfying plain abdomen x-ray. Pathological anatomy examination found uterine fibromas with slight lymphocytes inflammatory infiltration in tubes. Lymphocyte activation test was strongly positive for nickel and titanium, positive for chromium and tin. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): menorrhagia: 1198 cases were identified. Allergy to metals: 439 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2018: device removal questionnaire received - patient¿s information was updated, outcome of the events "asthenia¿, ¿joint pain¿, ¿muscle pain¿, ¿memory disorders¿ and ¿concentration disorders¿ was provided, and the events ¿allergy to metals¿ and ¿uterine fibroma¿ were added. The reporter considers that the essure caused or contributed to the occurrence of the event(s). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.